Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lavh the suture fell in patient and was retrieved. They kept the same instrument, used a new suture and this one would not reload.